Manufacturer narrative:
(B)(4). Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun. This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA.

Event description:
The customer reported that the turbine is not running and as a result the ventilator is not ventilating. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine and the turbine interface pcba. Unit came up vent inop with motor fault, circuit disconnect, and low ve. Replaced the turbine interface pcba with known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This issue is addressed in an internal correction.